Event description:
It was reported via repair work order that the bed alarm was not working properly due to scale not being zeroed. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2014-02028.

Event description:
It was reported via repair work order that the bed alarm was not working properly due to scale not being zeroed. No adverse consequence or clinically relevant delay in treatment was reported.